Event description:
There was a report that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The caller removed a cartridge o-ring that was on the pneumatic tap and filled, loaded, and successfully attached a new cartridge onto the pump before resuming insulin delivery.